Event description:
It was reported that a folfusor lv5 overinfused. This occurred during patient infusion with fluorouracil and 120ml saline. The reporter stated that the expected infusion time of the device was 24 hours; however, the actual infusion time was 18 hours. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection and flow testing confirmed that the device was infusing over the set flow rate. It was reported that the device was underfilled; this condition would have resulted in a higher actual flow rate.

Manufacturer narrative:
(B)(4). Additional information: an open CAPA already exists in which root causes of overinfusions are being investigated. In addition, factors which may lead to overinfusion, including underfilling the device, were explained to the customer of this report.